Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between mid 300's to 530mg/dl. Correction boluses would be delivered to address the bg levels. The customer performed troubleshooting on their own for their current occlusion and found that the occlusion was within the infusion set tubing. No troubleshooting was performed therefore this information could not be verified. The customer changed all of their pump supplies for past and the current occlusion and resumed insulin deliveries.